Manufacturer narrative:
The investigation is in progress. Any additional information will be provided in a follow-up supplemental.

Event description:
A biomimics 3d (bm3d) stent would not fully deploy after the outer sheath was completely retracted. This is the third time the same physician has experienced this since using the bm3d system.the device details and details of the event have not yet been provided. MDR reports 3011632150-2024-00010 and 3011632150-2024-00011 are related to these two previous occurrences.

Manufacturer narrative:
The investigation is in progress. Any additional information will be provided in a follow-up supplemental. Section b.5. Was updated with additional information received. Section g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.11. Was updated to reflect the sections changed in this report.

Event description:
A biomimics 3d (bm3d) stent would not fully deploy after the outer sheath was completely retracted. The device details and details of the event have not yet been provided. The physician has been using the bm3d device for the last three years. This is the third time the same physician has experienced this since using the bm3d system. Additional information was received on 28-mar-24 and it was confirmed that this partial deployment event was a separate occurrence to the events reported on 21-feb-24 related to MDR reports 3011632150-2024-00010 and 3011632150-2024-00011.

Manufacturer narrative:
The investigation was completed. There were no device details provided so a device history record (DHR) review could not be conducted. A thorough review of all previous complaints was made in order to determine if this event was previously reported to veryan. There was no previous complaint that matched the details of this event. There was communication between veryan and the physician involved. The physician reported that they had previously communicated the events to a former veryan employee. Our it department archived emails from this former employee's account in an attempt to find any additional information reported via the physician. A thorough review of the emails was carried out but there was no evidence of any emails from the physician reporting complaints/feedback relating to a bm3d vascular stent system. Veryan communicated again with the physician who said they had no other information to provide in relation to this event. No additional details were received in relation to this complaint. The complaint was assigned a category "insufficient information" and the root cause could not be determined and remains unknown. It could not be established if the complaint was related to a deficiency of the device. Section b.5. Was updated with additional information following completion of the investigation. Section g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and the reason and section h.11. Was updated to reflect the conclusions of the investigation and reflected the sections changed in this report.

Event description:
A biomimics 3d (bm3d) stent would not fully deploy after the outer sheath was completely retracted. The device details and details of the event have not yet been provided. The physician has been using the bm3d device for the last three years. This is the third time the same physician has experienced this since using the bm3d system. Additional information was received on 28-mar-24 and it was confirmed that this partial deployment event was a separate occurrence to the events reported on 21-feb-24 related to MDR reports 3011632150-2024-00010 and 3011632150-2024-00011. Despite multiple attempts by veryan to obtain more information in relation to this event, no additional details were provided.